Event description:
Customer stated that a manifold set came apart and leaked. The nurse stated that the set came apart at the manifold and blood was leaking out. They reassembled the set and tightened with their hands. When they went to disconnect the manifold portion of the set it broke off. The nurse changed the set. There was no report of pt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Product was discarded and not available for investigation.